Event description:
It was reported that during the implant procedure, there were no sensing and pacing from the pacemaker. The pacemaker was replaced and the procedure continued with the new device on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to sense and no output was not confirmed. As received the device was still in shipped settings. Device was in normal range of operation and no anomalies were noted. Electrical functions of the device were tested and found to be normal. A longevity calculation was performed, and device was found to have normal depletion based on device usage. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.